Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a significant bend of >=90 degrees was located in the mildy calcified proximal to mid left anterior descending artery (lad). A 3.00x24mm synergy drug-eluting stent was implanted at the proximal lad. However, after deployment, the physician observed a dissection at the proximal part of the stent. Subsequently, the physician took another stent to cover the proximal dissected segment and completed the procedure. No further patient complications were reported and the patient was doing well.